Manufacturer narrative:
Article citation: hamilton rating scale for depression-21 modifications in patients with vagal nerve stimulation for treatment of treatment-resistant depression: series report. Neuromodulation: technology at the neural interface. Volume 11. Number 4. 2008, franzini, a., et al.

Event description:
Manufacturer review of the published journal article "hamilton rating scale for depression-21 modifications in patients with vagal nerve stimulation for treatment of treatment-resistant depression: series report. Neuromodulation: technology at the neural interface. Volume 11. Number 4. 2008, franzini, a., et al." Revealed a vns patient developed worsening depression that was greater than pre-vns baseline levels. The patient also had recurrence of hypomanic episodes. The patient had several antidepressant medication adjustments. After one year, the hypomanic symptoms resolved. The patient was deemed a vns non-responder. No vns device malfunctions were noted in the article. Attempts to the author for further information have been unsuccessful to date.